Event description:
It was reported that the customer had normal blood glucose levels of 115 mg/dl. The customer would like to participate in the voluntary recall of the insulin pump. Medtronic has informed customers of the potential to deliver insulin through accidental button pushing through a safety notification letter thus the voluntary recall. The customer reported accidentally pressing the button to deliver a bolus but was able to avoid the bolus due to not properly being connected to the quick release at that time. The customer also reported a moving blue blob on the screen of the insulin pump. The partial display on the insulin pump eventually continued onto a full black screen on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received with bleeding display glass, a cracked case at a display window corner and a cracked reservoir tube lip.